Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion (pbd). The battery decreased from 23 to 16 percent in a span of 1 month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion (pbd). The battery decreased from 23 to 16 percent in a span of 1 month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. The device remains in service. No adverse patient effects were reported.